Event description:
Reporter stated that the following blood glucose results were obtained when testing neonatal samples on the accu-chek performa system and a different point-of-care blood glucose instrument: 41mg/dl (performa meter), 63 mg/dl (other meter), 31mg/dl (performa meter), 46 mg/dl (other meter), 38 mg/dl (performa meter), 65 mg/dl (other meter), 20 - 30 mg/dl (performa meter), 50 mg/dl (other meter). No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in another country.